Manufacturer narrative:
Concomitant medical product: product ID 4568-45 lead implanted: (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and that the thresholds had been rising over time. In addition, the lead impedance had been declining and triggered an impedance warning for low impedance. It was further reported that at the rv lead revision, insulation damage was noted on the right atrial (ra) lead and noise was observed on the analyzer. Both leads were capped and replaced. No patient complications have been reported as a result of this event.